Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead demonstrated high pacing impedance after being screwed into the myocardial tissue. The physician subsequently unscrewed the rv lead and attempted to reposition it; however, the helix could not be extended. The rv lead was not used and replaced. The patient remained stable throughout the procedure.